Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the depressed battery pins, which were confirmed through observation. The evaluation found both negative pins were depressed and unable to rebound as designed. The rear case assembly was replaced to correct the condition.

Event description:
During baxter's evaluation of a spectrum pump, depressed battery pins were observed. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the will not power on condition which was confirmed during the evaluation. The evaluation found the cause to be both negative battery pins depressed and unable to rebound as designed. This MDR was initially reported in error. Upon further review of this evaluation, it was concluded that the reported malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-00504 can be removed from the FDA database.

Event description:
During baxter's evaluation, it was observed that a spectrum pump would not power on. There was no patient involvement.